Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
This is filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 3-4.the clip delivery system (cds) was advanced to the mitral valve and while testing for gripper orientation, one gripper did not drop. Repeated lock and unlock maneuvers were attempted and then both grippers were able to drop. The clip was implanted and mr reduced to 1. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.